Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer had already tried two new batteries but the display did not return. The customer's blood glucose level at the time of the incident was 475 mg/dl. The customer's current blood glucose level was 425 mg/dl. The customer had not been wearing the insulin pump all weekend due to the blank display. The customer treated their high blood glucose with an insulin pen. Troubleshooting was performed but the display did not return. A 2 insulin pump rest was performed but the display still did not return. The customer was advised that the device would be replaced and agreed to return the product for analysis.